Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Nurse reported via our sales rep that she was observing a surgery procedure. During this, the surgeon noted stress marks on the implant. Another device was utilized to complete the surgery.